Event description:
It was reported a dye study was performed on (B)(6) 2013 which showed a leak around the catheter connector site, and confirmed a catheter disconnect at the connection/pump site. Catheter dislodgement at the pump/catheter connection was noted. The patient had withdrawal symptoms, increase in pain, hyperalgesia, and allodynia in the right upper extremity (rue). A revision was performed and the connector was replaced, and the catheter was reconnected to the pump. The catheter length was unknown, so a full length catheter dose was programmed, and for the new catheter connector a time of approximately 30 minutes was calculated. The patient did not require hospitalization due to the event and the patient had not been back to the doctor's office since the revision. The drug in the pump was morphine.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 1999, product type: catheter. (B)(4).